Event description:
It was reported that during intra-op of resection procedure, there was no noticeable damage on product or its package. There was no response from emg tube even when the power was turned on. Emg tube misalignment was confirmed, and no response was obtained even after correcting the position. After working normally, the event occurred. After the removal of one of the left and right thyroid glands, the event occurred before the removal of the other was initiated. When replaced it with a spare product, there was a response. There was a surgical delay of 10 minutes. There was no health damage to patient.

Manufacturer narrative:
H3: portions of the wire harness were cut upon return. There was contamination on the cuff balloon and small voids were observed in the blue and red with white stripe ink traces (underneath the adhesive). Each electrode wire had to be stripped to perform electrical continuity testing. The resistance from end to end shall be less than 200 ohms and the actual measurements were 38 ohms (blue), 11 ohms (blue with white stripe), 33 ohms (red), and 14 ohms (red with white stripe) which all electrodes were in specification. The device failed functional testing due to the cut wire harness upon return and the inability to connect the device to a nim system. The complaint was not confirmed as functional testing not possible due to the cut wire harness upon return and the inability to connect the device to a nim system, no out of specification condition was observed related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.